Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated the pump would not power on after a battery change after swimming. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers with an audible tone and blank display due to internal moisture damage. The pump is unresponsive. The battery compartment was cracked from thread area to case seal. Leak test shows leak at crack in battery compartment. Investigators were unable to obtain audible reading due to internal moisture damage. Pump case was removed, evidence of moisture damage was identified throughout the inside of the pump and on miscellaneous electrical components.